Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that on may 16, nurse discovered at the bedside that the right femoral vein cannula (pvl2155) had collapsed. The centrifuge pump speed was 3480 rpm, and the blood flow rate had decreased from 3.5 l/min to 2.08 l/min. Nurse used a 5 ml syringe to surgically shape and secure the catheter at the bedside. The centrifuge pump speed was 3480 rpm, and the blood flow rate had increased from 2.08 l/min to 3.3-3.6 l/min. No harm to any person was reported. Since the failure had occurred during treatment and blood flow was affected because of the malfunction, the complaint is reportable. Complaint (B)(4).